Event description:
Rptr has had a problem staying warm. She is always cold or sensitive to cold temperatures, leg muscle spasms,, intermittent double vision problems, bouts of depression and anxiety, joint pains in hands, knee popping, fatigue, chronic headaches and migraines.